Manufacturer narrative:
H3: visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Continuation of d10: product ID neu_unknown_cath lot# serial# unknown. Implanted:(B)(6) 2010,explanted:(B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a hospital autopsy division indicated that the devices were returned due to the patient passing on (B)(6) 2022. The cause of death was determined to be combined toxic effects of hydromorphone, bupropion and fluoxetine. It was also indicated that a mdt representative was not present.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that there was not any reason to suggest the patient's device was not delivering the intended therapy as prescribed. It was reported that the patient had a spinal cord injury and had paraplegia and was getting treated elsewhere for this from (B)(6) 2022 until the patient's passing. There was no evidence that the pump was not functioning properly. The patient had a pump refill (B)(6) 2022 and then was in rehab following that and had a pump refill (B)(6) 2022. There was no device issue or therapy issue that the hcp was aware of. It was reported the patient had an infection in their spinal hardware. It was reported that the hcp had not seen the autopsy report or the toxicology results. The patient's medical history was reported as history of rheumatoid arthritis (ra), depression/panic attacks, spinal surgery, knee placement, and spinal cord injury. It was reported that the medical events/procedures leading up to the patient's death was the spinal cord injury with paraplegia and surgery with spinal hardware infection. It was reported that the patient was hospitalized several times for these issues since (B)(6) 2022 up until the patient's passing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.